Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced cystitis and atrophic vaginitis. It was reported that patient underwent insertion of mesh (prolift) on (B)(6) 2007 by dr. (B)(6) due to rectocele. It was reported that patient underwent mesh revision on (B)(6) 2007, (B)(6) 2008, (B)(6) 2008 and (B)(6) 2010 by dr. (B)(6) and dr. (B)(6) due to eroded and extruded mesh.